Event description:
The customer called to report high blood glucose levels over 200 mg/dl. The customer stated that her blood glucose levels would not decrease when treating with the insulin pump. Troubleshooting was performed. Found that the customer had several boluses of 0.1 units in the bolus history that she could not recall programming. The customer stated that her blood glucose levels are normal, and would be calling back if further assistance is needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.